Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when electrocautery applied to pacer pocket during device change out, there was no evidence of pacing of the replaced device even though it was programmed. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that when electrocautery was applied to the pacer pocket during device changeout, there was no evidence of pacing of the replaced device even though it was programmed voo for the procedure. The device was removed and replaced. No patient complications have been reported as a result of this event.